Event description:
A 3.5x8mm cypher stent had been successfully deployed at 14atm to a non-calcified, non-tortuous lad. The site was not predilated. The cypher balloon was then being used to postdilate the stent, when it ruptured at 9atm. The same inflation device was used successfully after the event. The ratio of saline to contrast was 50:50. There was no pt injury.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete.